Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm when attempting to bolus. Customer's device is being replaced. No further information reported.